Event description:
The respiratory therapist (rt) reported he had input a 100% o2 setting on a ventilator before placing it on the pt, but did not verify that the setting was accepted. The rt reported the pt's baseline off the vent with manual bagging was maintained at around 98%. When the pt was placed on the vent the rt reported the pt's oxygen saturation dropped into the 80's. The rt took the pt off the ventilator and bagged, and the 0xygen saturation recovered. The rt reported the pt was was again placed on the vent , and again the oxygen saturation dropped as before. The rt put the pt on another ventilator at the same settings and reported the pt's saturation stayed at baseline levels. The rty didn't recall if the vent was alarming at the time of the event, but reported the ICU monitor and 2 pulse oximeters were alarming to the decrease in oxygen saturation. The rt reported he couldn't find any respiratory reasons (mucus plugging, etc) for the desaturation and did not know if the pt had any cardiac problems that would cause desaturation. The respironics service technician was unable to duplicate the cutomer reported problem. Performance verification testing was performed, and the ventilator passed per operating specifications.